Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows an entire drainage catheter in which the needle was not noted to be protruding out from the catheter. However, the trocar needle was noted to be partially inserted. The second photo shows the product details mentioned on the package which are matched with tw details. The reported issue cannot be verified without physical sample. The investigation is inconclusive for the reported length of trocar shorter than the catheter issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, d4 (unique identifier (UDI) #), h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure using navarre universal drainage catheter. Prior to the procedure, the package and device were inspected, and it was noted that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure using navarre universal drainage catheter. Prior to the procedure, the package and device were inspected, and it was noted that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.